Event description:
It was observed that during the device evaluation, the camera head exhibited image failure (flickering), scope mount corrosion, and a crack on the connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for service. The device evaluation found image failure (flickering) when a load is applied to the cable, scope mount corrosion, and a crack on the connector. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that ¿image failure (flickering)¿ occurred when a load was applied to the actual device's cable. Therefore, it is presumed that the actual device has a cable disconnection problem. Therefore, it is presumed that ¿image failure (flickering)¿ occurred because the video function did not operate normally due to the cable disconnection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): in the instruction manual ¿precautions for disappeared or frozen endoscopic images¿, the following statement is found in the ¿warning¿ section. - if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. In the instruction manual ¿connection to the endoscope¿, there is the following description in ¿caution¿. - after connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to camera head may cause interference on the endoscopic image. Olympus will continue to monitor the field performance of this device.